Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific's technical services to report that this patient died on (B)(6) 2016. The cause of death was attributed to septic shock. The family member commented that the device did not cause or contributed to the patient's septic shock or death. The family member wanted to know if the device had stored information the week before the patient died. The technical service's consultant was informed that the patient had a procedure that "stopped the heart" requiring cardiopulmonary resuscitation (CPR). The physician was unaware of the location of the device post-mortem. The family member is questioning the medical care provided by the hospital the week before the patient died. The family member was provided various options to obtain information from the device. The technical service's consultant provided the family member with general information relating to device operation and functionality. The family member was encouraged to contact the physician to discuss further. The family member informed the technical service's consultant that the patient was being evaluated for a heart and lung transplant. According to the family member, the adverse event requiring CPR occurred during extracorporeal membrane oxygenation (ECMO). To date, the device has not been returned to boston scientific.